Event description:
The customer reported that during transport while the unit was in use on a patient, the unit shutdown twice. The system was back to normal after the power switch was turned off and on. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The unit was sent back to the engineering workshop for further evaluation. The company representative found a poor contact connection. The technician replaced the connectors. The unit was tested to factory specification. It functioned normally and was returned to the customer.